Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit testing. Surge current was below specification. Battery removal test failed. After replacing a capacitor the battery removal test passed, the device stayed on for greater than 10 seconds when removing the battery. Conclusion: confirmed battery removal failure due to capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test; main printed circuit board assembly found out of electrical specification. Analysis also found the upper case, lower case, and side bail covers were broken. Battery release and lead flex cover were contaminated. Knobs and keyboard were scratched. (B)(4).